Event description:
The customer reported that during a procedure, the images would turn black, thereby losing the live image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fluoro functions board power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.